Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported two pen ndl 32g 4mm pro 100 box 1200 ca were unable to be primed, unable to deliver medication, and difficult to operate. The following information was provided by the initial reporter: "he stated that he cannot move the plunger, and stated that the needle is blocked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0162451, medical device expiration date: 06/30/2025, device manufacture date: 06/10/2020, medical device lot #: 0330603, medical device expiration date: 11/30/2025, device manufacture date: 11/25/2020. Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported two pen ndl 32g 4mm pro 100 box 1200 ca were unable to be primed, unable to deliver medication, and difficult to operate. The following information was provided by the initial reporter: "he stated that he cannot move the plunger, and stated that the needle is blocked."